Event description:
On 23 jan 2026, arthrex was notified via email of a case study published in may 2021 by the physicians sports medicine journal titled ¿arthroscopic confirmation of femoral button deployment avoids post-operative x-ray in acl reconstruction.¿ the study reviewed 193 patients and acl/pcl instability resulting in revision with the bioabsorbable interference screws and tenodesis screws in 3 patients during the 6-month follow-up period. Ref: matassi f, sani g, innocenti m, giabbani n, civinini r. Arthroscopic confirmation of femoral button deployment avoids post-operative x-ray in acl reconstruction. Phys sportsmed. May 2021;49(2):171-175. Doi:10.1080/00913847.2020.1796469.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.